Manufacturer narrative:
The optical distance sensor was returned to the manufacturing site and was inspected for investigation purpose. It was found not calibrated and a calibration was done and after this the optical distance sensor passed the accuracy tests. However is not possible to identify the root cause of the de-calibration.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During the preventive maintenance performed by a medtech representative, the optical distance sensor failed twice the accuracy verification test.

Manufacturer narrative:
This complaint is being remediated under an issue evaluation: complaints item numbers remediation. The item number was updated, the concerned medical device was the optical distance sensor and not the rosa robot.

Event description:
During the preventive maintenance performed by a medtech representative, the optical distance sensor failed twice the accuracy verification test.